Manufacturer narrative:
The t:slim g4 pump user guide states that the t:slim pump should be taken off and removed from the procedure room during an x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), or other exposure to radiation. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Reportedly, the customer wore the pump while getting an x-ray. There was no reported impact to the customer's blood glucose level as the customer had not tested at the time of the call. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.